Event description:
Manufacturer representative reported patient was unable to charge device because it was too deep and tilted. Rep reported they tried to help the patient connect to battery with the charger at post op and got no reading. Attempted multiple times to connect the charger to the ins but unsuccessful. Patient is scheduled for pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.